Manufacturer narrative:
(B)(4). Device evaluation: a retain cartridge sample from lot # b201774 has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. There was no defect found on investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge lot number was originally reported as b01774, however the correct lot number is b201774.

Event description:
On (B)(6) 2012 the reporter, the patient's father, contacted animas to report that the patient had obtained elevated blood glucose readings for a few days. On (B)(6), 2012 the patient obtained a reading of 480 mg/dl and he experienced the symptoms of abdominal pain and large ketones. The patient was transported to the emergency room, where he was treated with intravenous fluids and insulin and discharged ten hours later. Troubleshooting revealed the reporter noted a leak in the cartridge compartment; there was no visible damage to the insulin cartridge. It was also determined there were no air bubbles or leaks in the tubing, no bent cannula, no issues with the infusion site, all pump settings, programming, basal setting and date/time settings were correct, and all total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not functioning appropriately. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after the cartridge issue occurred, and received emergency medical attention and treatment. Therefore this complaint is being reported.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. No conclusions can be made at this time.